Manufacturer narrative:
The clinical observation of stretched coil could not be confirmed. As received, the coil was detached and the implant coil appeared to be in good condition with no other anomalies. Follow-up was conducted to confirm that the correct device was returned. A definitive cause of the coil detachment was unable to be determined; investigation found no evidence that indicated the implant coil was defective. All coils are 100% inspected for damages and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information a coil stretched when delivering the coil during the treatment of an irregular internal carotid artery aneurysm located in the cavernous segment. There was reportedly one attempt to re-position the coil. The coil was removed and replaced with another coil of the same model. The surgery was completed successfully. The coil was hydrated per the IFU. No continuous flush was performed during the procedure. The patient anatomy was normal. No patient injury was reported. The coil was returned for evaluation. Upon examination of the device, the coil was found to be detached.